Event description:
Patient had trach changed. When new trach placed, 1.7 cc of sterile h2o was inserted into the pilot balloon and the patient maintained a leak with the vent. The pt desatted. Patient didn't regain acceptable saturations until the new trach was replaced. The trach was manipulated with 1.7 cc sterile water once it was removed from the patient and the cuff didn't inflate properly.